Event description:
The user facility reported during the procedure the cutter would not cut properly. There was pt contact. They opened another pack to proceeded with surgery with no issues.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.